Event description:
Reportedly, with the second firing, the clamp cover popped off. After the surgery it was found by an x-ray. A re-operation performed to retrieve piece. The defective instrument has been discarded. No injury. 6/2003 update: the pt was discharged home without any complications.